Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). User facility listed in initial reporter.

Event description:
Customer states during a thoraco/wedge/segmental resection, after two firings of idrive with a 45amt reload and a rr reload were done, surgeon started to fire with the egia60amt for the third fire. The tissue had been fully grasped with the jaws of the device before the firing. The surgeon finished the firing and pushed release button, but the tissue was not completely resected (staples and resection had stopped halfway). The rest of the tissue was resected with a surgical scissors and ligated . When a leak test was performed, it leaked between the staple lines of rr and 60amt. Surgeon sewed the leakage and then used fibrin glue. UDI number is not available. The event occurred in use for patient. The surgical time was not extended. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. Oozing bleeding occurred as a result of the issue.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one (1) egia 60 articulating med/thick sulu opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. During visual inspection, it was noted that the reload was received partially fired with jaws open. Staple pushers were visible at the 2 cm cut line with staple protrusion past the 2cm cut line. During microscopic inspection of the staple cartridge, flush and sub-flush pushers were seen at the proximal end of the reload. Knife blade damage was also seen during microscopic inspection. For functional testing, the reload was loaded onto pmv representative devices (idrive ultra powered handle 1, a battery pack and an endo gia adapter standard). The reload interlock was overridden and the reload was applied to test media. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to knife blade damage. A review of the device history record indicates this devices lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur of the idrive ultra powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the endo gia reload. This may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.